Event description:
It was reported that no audio output occurred. Approximately on (B)(6) 2023, the patient experienced hypoglycemia due to a failure to alert low blood sugar levels. The day of the event the patient was relaxing on the sofa when she suddenly felt so sick, sweat was pouring out, and she could not move. The only thing the patient could do at that time was say ¿help me¿ to her husband who was home. The patient stated that during the event she thought it was a stroke or heart attack as no alarms had sounded from the continuous glucose monitor (cgm) device. Her husband however took a fingerstick and the blood glucose reading was below 1.0 mmol/l, no cgm reading was reported from during the event. The husband gave the patient grapes that she barely managed to chew but eventually swallowed them. The husband had baqsimi nasal spray ready on standby but did not need to use this in the end. The patient recovered and continued with manual measurement for the rest of the day. Per documentation the patient did not have to seek medical help after the treatment provided by the husband. Data was evaluated and could not confirfirm the allegation. The patient passed the low threshold of 4.4 mmol/l at 12:52 pm on (B)(6) 2023, and the patient received the urgent low soon alert at 0% volume with an estimated glucose value (egv) of 3.2 mmol/l. At 12:57 pm, they received the urgent low alert at 0% volume with an egv of 2.9 mmol/l. At 1:02 pm, they received the urgent low alert at 50% volume with an egv of 2.6 mmol/l. At 1:07 pm, they received the urgent low alert at 100% volume with an egv of 2.5 mmol/l. The patient's egv remained below the urgent low threshold, and they continued to receive the urgent low alert 100% volume at every five minutes until egvs returned within target range at 1:27 pm with egv of 4.8 mmol/l. Data investigation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).